Event description:
It was reported that patient experienced that infusion set issue as heat and excessive sweating cause the adhesive to begin peeling on the first day, and by the second day, the patch is often completely detached event on (b)(6)2026

Manufacturer narrative:
E1: Name: Ypsomed AGCountry: SwitzerlandAddress ¿ Line 1: Weissensteinstrasse 26City: SolothurnState: CaliforniaZip Code: 4503Based on the available information, this event is deemed to be a reportable malfunction.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545Manufacturing Site: 3003442380